Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the display was solid white. The customer reported that they had low blood glucose of 43 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with juice and glucose tablets. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, or verify sensor issues due to display anomaly. No cosmetic damage noted.